Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07771. It was reported that side branch stenosis occurred. In (B)(6) 2013, patient presented toi the hospital and was referred for elective cardiac catheterization which revealed lesions. Target lesion #1 was 80% stenosed located in the mid right coronary artery (rca) with a reference vessel diameter of 3 mm and lesion length of 22 mm. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 3.00 x 28 mm study stent resulting to 0% residual stenosis. Target lesion #2 was 80% stenosed located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.50 mm and lesion length of 7 mm. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 3.50 x 12 mm study stent resulting to 0% residual stenosis. Baseline core lab angiography result taken on the same day revealed 30% side branch stenosis at ac marginal. Post procedure angiography revealed 70% 'branch percent stenosis' in ac marginal. One day post procedure, the patient ws discharged on dual anti-platelet therapy.